Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Reporter is a j&j sales representative. Investigation summary: the device was received and evaluated. Upon visual inspection, it could be observed that the device has some marks of use as usual on these type of reusable devices. The device does not show any structural anomalies. The upper jaw is not bent or broken. The passer was found stuck inside the device and it was not possible to remove it from the device. Since the needle is stuck inside the device, the functional test cannot be performed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to a lack of maintenance since this device is reusable, the continuous use can cause internal build up of debris in the internal parts leading to hard deployment. However, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep in italy that during an unknown surgery on (B)(6) 2022, it was observed that the needle got stuck in the gripper on the expressew iii sutuer passer w/o hook device. During in-house engineering evaluation, it was determined that the passer and needle were stuck inside and was not possible to be removed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.